Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the manifold was stuck. Additional malfunctions include the filter was dirty, the power switch for the controls had a short circuit, the zip ties for the manifold were replaced, and the hose clamps for the manifold were replaced.